Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.9, lab: 3.59. Date: (B)(6) 2011, inratio: 7.5, 6.4. Therapeutic range: 2.5-3.5.